Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metal coiled structure') and pelvic pain ('pain ¿ chronic, pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fibromyalgia ("fibromyalgia") and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with surgery (salpingectomy (bilateral) and total vaginal hysterectomy / partial bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device and fibromyalgia outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, heavy menstrual bleeding and urinary tract infection had resolved. The reporter considered abdominal pain, dysmenorrhoea, embedded device, fibromyalgia, heavy menstrual bleeding, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) - result not provided. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2021: mr received. Reporter information added. Event: embedded metal coiled structure added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metal coiled structure') and pelvic pain ('pain ¿ chronic, pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fibromyalgia ("fibromyalgia") and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with surgery (salpingectomy (bilateral) and total vaginal hysterectomy / partial bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device and fibromyalgia outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, heavy menstrual bleeding and urinary tract infection had resolved. The reporter considered abdominal pain, dysmenorrhoea, embedded device, fibromyalgia, heavy menstrual bleeding, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) - result not provided. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ chronic, pelvic') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fibromyalgia ("fibromyalgia") and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and urinary tract infection had resolved and the fibromyalgia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fibromyalgia, menorrhagia, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) - result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added. Event injury nos deleted and new events pelvic pain, dysmenorrhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), fibromyalgia and bladder/urinary problems: uti added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.